Event description:
The ex holsterwas not allowing the probe to make a cut in the sample mode. Please evaluate for blue cable port communication. The dc motor adapter has been reviewed and looks stable. There have been no patient consequences. The doctor using the hhhc1, for the ultrasound biopsies.